Event description:
It was reported that during a ptca procedure, the balloon was inflated and the physician was unable to see the balloon. Negative pressure was applied and a dissection occurred. The dissection was repaired with a stent. Pt status is listed as "ok".